Manufacturer narrative:
According to the gore® tag® thoracic endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to aneurysm enlargements.

Event description:
The following was reported to gore: on (B)(6) 2019, the patient underwent endovascular treatment of an a descending aorta aneurysm using conformable gore® tag® thoracic endoprosthesis. On (B)(6) 2021, a distal stent graft-induced new entry (dsine) and aneurysm enlargement was observed. An reintervention placing an additional stent graft was performed. The patient tolerated the procedure.